Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Eschar build-up was noted on the device jaws. Upon inspection, engineering reviewed the device activation logs and found that no device alarms were recorded during the procedure. The device was used to seal porcine vessels and tissue, and no sealing issues were observed. The device met all mechanical and electrical specifications. Slight sticking of tissue was noted due to eschar build-up on the jaws, however, this was able to be corrected upon cleaning the jaws as specified in the instructions for use (IFU). The root cause of the incident could not be determined as engineering was unable to replicate the incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic right hemicolectomy. "During procedure bleeding was observed. Surgeon deemed bleeding was due to voyant not sealing vessels fully. However, unable to ascertain if this is the true cause of bleeding. Swapped out handpiece for new handpiece, no further issues. Surgeon also observed the product sticking to tissue after sealing, but before cutting. Please send box in a box fao (B)(6)." Patient status - "unharmed".